Manufacturer narrative:
Pump passed the self test and displacement test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Thus was utilized and downloaded trace/history files properly. Successfully uploaded to carelink and generated reports. No unexpected audio/beep/vibrate or alarm anomaly during testing or in the pump history. Pump was cut open to perform visual inspection and found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator and battery tube during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked retainer. Audio/beep/vibrate anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. They did not hear beeps after adjusting the volume setting. The device did not pass troubleshooting. The customer¿s blood glucose during the incident was 80 mg/dl. The device will be returned for analysis.